Event description:
The user reported, the roller pump failed the 5v test and a belt slip error message was observed. No other details regarding the event were provided. The user reported, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.